Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units connecting port on the iabp console was found to have been broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d5. A getinge field service engineer (fse) evaluated the iabp unit and found electrocardiogram cable connection port on the cardio save main unit is damaged. To fix the issue, the fse replaced the front end board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.